Event description:
During review of the patient's vns programming history, it was noted that a system diagnostics test was performed on (B)(6) 2012, which was likely interrupted as the following interrogation of the device found the settings were changed. Although there was a final interrogation performed, the patient¿s settings were not corrected prior to the patient leaving the appointment.

Manufacturer narrative:
Analysis of programming history.